Event description:
Account reported that the sct3000 with chamber and IV piggyback (1000ml) overflowed and filled with solution. Pt required resuscitation. Account reported that the IV bag was elevated, but clamp was closed.